Event description:
While trying to monitor a pt (age and gender unknown) with a non-co brand 3 lead cable, the screen displayed a wandering base line, and a "ECG lead off" message appeared on the screen. The staff continued to use the device as the malfunction was intermittent. There was no adverse effect to the pt.